Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited out of range shock impedance measurements, measuring at 127 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that all impedance measurements were stable, and they increased simultaneously couple of months ago. The thoracic impedance increased similarly indicating that this was likely due to something physiologic. The health care professional (hcp) stated that the patient was hospitalized in early april with a number of diagnoses. The hcp stated that interrogation with a programmer should reset sli alert. Ts recommended to consider 41jsynchronized commanded shock. This rv lead remains in service. No adverse patient effects were reported.